Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked. And the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked. And the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined, to be a manufacturing issue. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter had an issue with the meter display on accu-chek inform ii meter serial number (B)(4). The reporter stated there are black streaks and spots throughout the display. They are unable to clearly read the results field. The reporter stated the screen is not physically damaged. The meter was reset and concern persists. There was no actual misinterpretation of a result.